Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window, cracked battery tube threads and missing the end cap sticker.

Event description:
It was reported via phone call that the customer received a button error alarm while attempting to bolus. The customer's blood glucose was unknown. The caller could not recall any significant events leading to the alarm. The caller was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The caller agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.